Manufacturer narrative:
Additional information was added to d1, d4, h4 and h6. H4: device manufacture date - the lot was manufactured between september 11-16, 2024. H11: the actual device was not available; however, a photographic sample was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid in the device¿s bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. The device was filled with piperacillin tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.